Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units of insulin after the customer filled the cartridge with 300 units of insulin. There was no impact to the customer's blood glucose level. It was indicated that manual injections would be used as alternate insulin therapy.